Event description:
This is a spontaneous report by a customer regarding peritonitis in a male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient contacted baxter technical service center regarding an unrelated issue and reported an infection. On (B)(6) 2010, upon follow-up, the dialysis nurse stated that the home patient's (hp) infection was peritonitis. The nurse stated that the hp was actually having his catheter taken out at that moment, and would be continuing with hemodialysis. No treatment information was available. It is unknown if patient was recovering. The root cause of the peritonitis was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. This is the second of three complaints for this event.